Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a video laparoscopic procedure, at the first time that the stapler was used, the staples opened (the stomach wall is too thick), and it was necessary to use more, two loads to correct the opening.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.